Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a female pt, the device failed to capture the pt's heart rhythm. Complainant indicated that the clinician further treated the pt with atropine; however, the pt subsequently expired.